Event description:
It was reported that an instagram user commented that the device overcorrected for simple meals, implying aggressive insulin delivery and subsequent low glucose, but no user account could be located to verify details. Symptoms included hypoglycemia suggested by the report. Outcomes included no reported injury requiring medical treatment, hospitalization, or emergency care. Investigation included a review of available social media content and internal records to locate an associated customer or device data. Investigation of this case revealed insufficient information to confirm device malfunction, user settings, meal announcement details, or sensor input accuracy. It was concluded that the event involves reported hypoglycemia with an unclear cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.